Manufacturer narrative:
The pt's mother misunderstanding of the isf setting with the pump is not likely to contribute to the reported adverse event since one would expect the pt to become hyperglycemic and not hypoglycemic. The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the data from the time of the reported incident is unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The pt reportedly was taken to the emergency room (ER) on (B)(6) 2010 because the pt was confused, disoriented, and the pt had a seizure. The pt's blood glucose (bg) 1 hour prior to the incident was 100 mg/dl. When the pt arrived at the ER, the pt's bg was 160 mg/dl. The ER doctor reportedly advised the pt's mom that the pt must have had a hypoglycemic event that caused a seizure: no other bg results were provided so it is unk how low the pt's bg was at the time of seizure. Details such as the pt's activities, medications, use of the pump, and food intake leading to the event were also not provided. The pt remained on the pump in the hospital and was discharged the next day. The pt's mom was not implicating the pump for the hospitalization but stated that she felt the incident was related to the pt's diabetes management. The pt's mother did not realize that the pump's isf (insulin sensitivity factor) setting did not change based on bg readings like the pt's previous pump. The pt's mother thought that the pump's isf setting would provide a larger dose if the bg is elevated. The animas rep explained to the pt's mother that the isf setting is based on the time of the day. Based on the provided information, there is insufficient information that would indicate what contributed to the pt's hospitalization; however, this complaint is still being reported because the pt reportedly suffered a seizure due to hypoglycemia.